Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the lens was foggy. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred after vein harvesting; therefore, there was no patient involvement. As per the doctor, when they were harvesting the scope from the right side of the leg, it was working fine. The issue happened when they used it on the left side of the leg. The product was not changed out, and the surgery was completed successfully but they still struggled with the foggy scope. There was a delay in the next procedure. Additionally, they were about to use the item again for the new case., the end user tried to all adjustments via camera and anti-fog, manually washed, wiped and dried and sent to ccsd for sterilization but the same result, still foggy and no clear vision.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 31, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 2645, 4582, 3331, 4114, 3224, 3259, 19). Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings #1: 3259 - improper physical structure. Investigation findings #2: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to use. The affected sample was not returned for evaluation. Past product complaints were reviewed for similar issues and possible causes are the product was either dropped or inadvertently struck by an object or excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. The most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Type of investigation: 10 - testing of actual/suspected device. The returned sample visually inspected for damage and looked through the endoscope directly to read some print matter. A visual observation of the internal components using a monocular was conducted and was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.